Event description:
The customer reported to olympus, that the excessive pressure warning alarm sounded as the measurement value increased significantly on the high flow insufflation unit. It was reported that the pressure setting was 8 mmhg and it increased to 48 mmhg and the issue resolved itself spontaneously after one to two minutes. The procedure was completed using the same device. In addition, it was reported that the same issue occurred two weeks prior. The issue was found during a laparoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the excessive pressure issue could not be duplicated and no root cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and to provide additional information in h7/h9. A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.